Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device activity log indicates the user attempted to achieve pacing capture, increasing current to 94 ma before decreasing to 52 ma. Approximately 30 seconds later, the ECG was disconnected from the device. The full disclosure file, which would confirm patient rhythm and pacing capture, was overwritten and unavailable for review; therefore, capture could not be confirmed. Functional testing, including successful capture using a symbio cs1201, which was completed with all results within specification. Internal inspection identified no discrpancies. The device functioned as intended and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.